Event description:
Gambro renal products received a report of a hemolysis conplaint in 2005 from rep of biomed. He related that the pt went on the centrysystem 3 hemodialysis machine without incident. Approx 30 mins into the treatment staff noted the blood going into the dialyzer was dark red but the blood coming out from the dialyzer was cherry red. Laboratory work was drawn and reported as normal. The pt was taken off the machine and placed on another machine for the remainder of his treatment and tolerated the treatment without further incident.